Event description:
It was reported that bd conventional needles core the vial. The following information was provided by the initial reporter, translated from dutch to english: we have received complaints from various departments about the 303129 b.f needle 18g 1.5 without filter. For about 2 months now, it has regularly happened that when we puncture a vial of medication, a piece of rubber comes loose and thus ends up in the medication. At first we thought it would be the vial but it is now with so many different medications and types of vials.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field.

Event description:
Answer received on 29.01.2025 : patient had no infections!

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Based on the preventive measures in place, it is unlikely that coring resulted from poor or insufficient de-burring of the cannula. It is possible that the stopper conditions (ask your supplier for material changes as well as recommendations of storage in case humidity and/or temperature affects the fragmentation of the rubber) and the handling of the product had a role in the reported incident. Needles with short bevels (such as this product) should penetrate the stopper at a ninety-degree angle to minimize the risk of coring. Examination of the product involved may provide clarification as to the cause for the reported failure. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.